Event description:
When inserting a 4 fr. Micropuncture catheter to left femoral artery via percutaneous approach when he noted that the tip of the catheter was missing. Cutdown to left femoral groin was performed and the tip of the catheter was retrieved and he continued the case as planned. FDA safety report ID# (B)(4).